Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 131 mg/dl, 172 mg/dl, and 43 mg/dl. Customer was feeling hypoglycemic symptoms with the readings, and self-treated with a glass of milk and yogurt. No adverse event reported. Requested return of suspect device and replacement was sent.